Event description:
Aluru, dr ravi kumar, europcr 2010. Retrieval of a broken guide wire - pleating wires technique. An endeavor resolute rx drug-eluting stent was used to treat a lesion in a patient. It was reported that the deployed stent was removed from the patient during removal of a broken guidewire which was jailed between the stent and the vessel wall. Earlier in the procedure, two stents were successfully implanted to treat lesions in the lad. A tight lesion in the distal rca was stented with a des with good results. A right ventricular (rv) branch lesion located proximal to the mid rca lesion was wired and the mid rca was pre-dilated and then stented with the endeavor resolute stent. This caused the rv branch to become tightly pinched. As the jailed wire was being retrieved from the rv branch, it broke and became stuck between the stent and the vessel wall. Attempts to retrieve the wire by snare were unsuccessful. Two guide wires were passed and positioned distally and the broken wire was retrieved using the pleating wires technique. The stent was removed along with the wire. Another stent was deployed in the mid rca to treat the lesion. No clinical sequelae have been reported. The device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Results - stent migration; guidewires. Conclusions - guidewires.